Event description:
Additional information: the patient was discharged 2 weeks after the event date, stable and without complications. An echo and x-rays were with the normal results.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a correlation between the device and the reported infection cannot be conclusively determined. Photos and a video of the patient¿s chest prior to and after the sternotomy were submitted. Photos of their chart and culture results were also submitted. The patient is considered as a bridge to transplant candidate and remains ongoing on vad support. No product available for investigation. Local, pump pocket, and driveline infection are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information was requested but not received. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient's clinical status was deteriorating due to the severe infection and damaged myocardium. The patient presented febrile and hypotensive. Patient has a bacterial infection of staph aureus. The patient went for surgical sternotomy and pus were removed from around the device. Patient is currently on a nasal cannula with the chest open for drainage and on dual antibiotics of vancomycin and cefazoline. Patient is being considered for heart transplant. No further information was provided.